Event description:
It was reported that while in the cardiac cath lab, the intra-aortic balloon (iab) was prepped; the md stated that he performed the " negative pull" prep prior to insertion. The md inserted the super arrow-flex (saf) sheath into the pts' femoral artery. As the iab was being advanced through the saf sheath, the iab got stuck. As a result, the md removed the iab and the saf sheath as one unit. The md requested another iab and this iab was inserted sheathless. There was no reported pt death or injury. Medical/surgical intervention was listed as "unk." There was an unspecified time of the delay in intra-aortic balloon pump (iabp) therapy. The pt outcome is "unk."

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.